Event description:
Hello. I tried the unit and I think it is faulty. The green light always blinks and the on off dial doesn't turn it off even when clicked in the off position. When I manually went to remove the battery the terminal posts where extremely hot and burned my finger. Can I exchange this for a new unit?